Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons not responding. The customer blood glucose level was unknown. Customer stated the time was advanced. Customer had a hard time reading the screen without the backlight. The time or date was dark and the rest of the screens was hard to read, if she had the light on she can see it better. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. No unexpected back light anomalies noted.